Event description:
Customer reported that the monitoring laptop computer of css console #18 had a wcomdu failure. The patient was switched to a backup css console. There was no patient impact. A field repair was conducted by the hospital biomedical engineer, switching the laptop computer from css console #18 with the laptop computer from css console #36. After exchange, console #18 passed all parameters of the console test validation protocol. Css console #36 was returned to syncardia for evaluation. Investigation of the laptop computer that was removed from css console #18 and installed in css console #36 is a part of failure investigation (B)(4) attached hereto. The customer-reported issue was observed upon initial test at the lab at syncardia. However, the problem could not be repeated after the first test.

Manufacturer narrative:
The laptop computer was powered on at the beginning of the console test validation protocol and remained on for approximately 30 seconds, then it shut down on its own. After computer shutdown, a red led was observed blinking on the front panel of the laptop. The laptop was removed from the css console for troubleshooting. The wcomdu software revision was verified and found to be current. The laptop computer was put through a series of tests. It was allowed to operate for 18 hours in the lab. Then the laptop computer was reinstalled onto the css console and tested in a controlled environment at a temperature of 104 degrees fahrenheit for 48 hours. During testing, the computer was powered down and restarted several times, and proper shutdown/startup was observed. The customer-reported issue could not be repeated. Evaluation of and repairs to other components of css console #36 were also made and documented in (B)(4). See also MDR 3003761017-2011-00002. Syncardia has not filed an MDR regarding the css controller (B)(4) mentioned in (B)(4), because the controller operated as intended and there was no malfunction. After all repairs were completed, css console #36 passed a console test validation procedure. The laptop computer failure mode poses a low risk to the patient because it does not negate the ability of the css console to perform its life-sustaining functions. The laptop computer is a monitoring device only and does not control css console functionality. Syncardia has completed its evaluation of this complaint and is closing this file.